Event description:
It was reported that during the implant procedure the lead's helix would not deploy after thirty to forty turns. The lead was removed and after excessive manipulation the helix popped out of the housing. The physician decided to implant a new lead instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the inner insulation was torn, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, the lead appeared to have been damaged at implant and the lead was stretched.